Event description:
The surgeon implanted and removed a cc4204bf model lens. It was reported the pt had loose zonules. After the surgery the pt had high iop and at the 1 month post-operative exam the pt's best-corrected visual acuity was 20/40 + 1. Co has requested add'l info but it has not been received to date.